Manufacturer narrative:
Vyaire medical reference number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr found that the customer uses a stand alone compressor, which will give low air pressure and flow and may cause the ventilator to overheat and stop. The fsr informed the customer to use wall air. The fsr performed the 7 year and 2k preventative maintenance procedures. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator stopped functioning while in use on a patient. The patient was placed on a conventional ventilator and there was no patient harm/injury associated with this event.